Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by the field clinical specialist, 1 year, 6 months, and 15 days post-implant of a 29 mm sapien 3 valve in the tricuspid position, the valve required intervention due to stenosis and halt/ thrombosis with the gradient across the valve measuring ~12mmhg and an alternate 29mm sapien 3 valve was implanted in a valve in valve procedure. Post 26mm implant tee had a mean gradient of 3mmhg. The patient was experiencing shortness of breath and exercise intolerance. Per the proctor review, the cusps show thrombosis or severe halt and indicated that the s3 is severely underexpanded.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and reviewed. The cusps show thrombosis or severe halt. The 29 s3 is severely underexpanded, showing an outer diameter (od) of just 23mm at the waist. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system s3/ s3u IFU was reviewed. Potential adverse events include 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', 'paravalvular or transvalvular leak', and 'valve regurgitation'. No IFU/training deficiencies were identified. Implanting thv in the tricuspid position using the sapien 3 thv with the commander delivery system is not indicated for use. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The complaints for leaflet thickened/halt, stenosis, and central regurgitation were confirmed based on provided medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the sapien 3 (s3) thv was implanted in a pre-existing surgical valve at tricuspid position. Therefore, this was off-label operation. As reported, 'after reviewing the medical records provided, approximately 1-year and 7-months post implantation of a 29mm s3 valve in a stvr, a 26mm s3 valve was implanted as a valve-in-valve-in-valve inside the 29mm s3 valve in the tricuspid position due to severe stenosis, halt, and moderate-severe central regurgitation which had been demonstrated in a tte echo and CT heart reports. The cause of this early stenosis and leaflet thickening was unknow, but the patient was initially treated with a change in their anticoagulation therapy from asa to heparin gtt, as thrombosis was considered a possible cause of the leaflet thickening and the stenosis, but it was never confirmed'. Per the medical record review, the patient had medical history of end stage renal disease (esrd). Esrd/ chronic kidney disease is a well-known risk factor for bioprosthetic leaflet calcification, which could result in thickened leaflets. In addition, the patient was suspected to have thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis. It could also lead to suboptimal leaflet coaptation resulting in central regurgitation. As such, available information suggests that patient factors (thickened leaflets, esrd, thrombosis) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist, 1 year, 6 months, and 15 days post-implant of a 29 mm sapien 3 valve in the tricuspid position, the valve required intervention due to stenosis and halt/ thrombosis with the gradient across the valve measuring 12mmhg and an alternate 29mm sapien 3 valve was implanted in a valve in valve procedure. The patient was experiencing shortness of breath and exercise intolerance. A proctor review was completed and noted that the cusps show thrombosis or severe halt. After a medical record review, approximately 1-year and 7-months post implantation of a 29mm sapien 3 valve in a surgical tricuspid valve repair, a 26mm sapien 3 valve was implanted as a valve-in-valve-in-valve inside the 29mm sapien 3 valve in the tricuspid position due to severe stenosis, halt, and moderate-severe central regurgitation which had been demonstrated in a tte echo and CT heart reports. The cause of this early stenosis and leaflet thickening was unknown, but the patient was initially treated with a change in their anticoagulation therapy from asa to heparin drops, as thrombosis was considered a possible cause of the leaflet thickening and the stenosis, but it was never confirmed.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from medical records. Investigation is ongoing.